Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. (B)(4).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) shock impedance was measuring at 126 ohms ten months prior. During a routine follow up, the device was at 138 ohms. The patient was admitted into the hospital for further testing. Additionally, testing did not show any anomaly. The physician recommended that this patient be seen more frequent in-clinic. This device remains in service and there were no additional adverse patient effects reported.